Manufacturer narrative:
The device history review showed nothing related to this incident. The complaint history review showed nothing related to this incident.

Event description:
The port was placed 12/3/96. On 2-12-97, during infusion of chemotherapy, a leak was suspected. The port was removed the same day. The patient experienced a localized infection.